Event description:
On (B)(6) 2012 customer reported that the cap piercer, on the dxc 600 pro, was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a non-functioning 3-way waste valve. Fse replaced the 3-way valve and this resolved the issue. The service activity performed was verified and met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).